Manufacturer narrative:
(B)(4). The sample lot number is unknown at this time. The sample is available. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). The sample was received in reference to a system error (se) 2240. The set was placed on a machine for priming and no alarms were noted. No manufacturing abnormalities were noted during visual inspection. This report was not confirmed in the lab. The batch review was not performed because the lot number is unknown. Based on the information obtained from baxter's investigation, the root cause of this report was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A customer contacted global technical service (gts) regarding a system error 2240 that appeared on the home choice (hc) during dwell 3 of 4. Gts advised the hp a system error 2240 indicated air had entered the setup. Gts had the hp recycle power and a system error 2367 displayed. Gts advised the hp therapy had ended and he would need to start over with new supplies or do manual exchange. The hp stated he would do a manual exchange. The hc was operational and a swap of the device was not necessary. The patient was involved but there was no serious injury or medical intervention indicated at the time of the initial report. Product surveillance spoke with the home patient's nurse (hp) on (B)(6) 2011 regarding the reported problem. The hp said he did not know how air got into the line. The only thing he noticed is that there was air in the set when he removed it from the home choice (hc). The hp said there were no leaks and nothing was wet. The hp said he called his nurse after calling baxter. The hp said he completed therapy using manual supplies and was able to resume successfully the next day. The hp said the lot number was unknown, but the sample is available. The hp had the two fill bags and cassette all still attached because he was told to save them. The writer explained the sample return process. No patient injury or medical intervention was reported.